Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was able to replicate the issue. It was discovered that the collimator was jammed and the issue was resolved with adjustments and by loosening the collimator. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system display the error message 'collimator not initializing'. There was no patient present when this issue was identified.